Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer is experiencing high blood glucose levels. Customer's mother reported that there are multiple air bubbles starting from the reservoir to the infusion set tubing. Customer's mother reported that the insulin pump alarmed no delivery after manual prime. Customer's blood glucose reading was 140 mg/dl. Product is being replaced.